Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was experiencing sensor glucose versus blood glucose and threshold suspend. Customer stated the sensor glucose was 52mg/dl and blood glucose was 93mg/dl. Customer's outcome was able to determine that the sensor from that lot given may be bad. Advised customer that we will send a replacement. Also, we performed test plus procedure and test passed.